Event description:
The customer observed smoke coming out from the back of the architect i2000sr processing module from the pump bay area during a routine run. The customer mentioned there was a burnt smell; however, no fire alarm was triggered. The customer turned off the instrument and when checking the pump bay area there was no evidence of fire. The instrument powered on normally and daily maintenance was performed without any issues. The customer reported as a precaution, a new pump was ordered. Additionally, the customer reported they found a leaking crack in the gutter above the pump bay. The vacuum vessel was replaced, the crack was fixed, and the instrument is back to routine use. No impact to patient management or user safety was reported.

Manufacturer narrative:
When troubleshooting the issue, it was observed that the base-gutter assy, i2sr depot, of the architect i2000sr processing module was leaking/dripping above the pump bay due to a crack in the part. The base-gutter assy, i2sr depot was determined the issue likely cause and the part was repaired. There was no fire observed and no injury to personnel reported. No parts were replaced as the pumps remained functional. Review of all the information provided by the customer was reviewed. Return testing was not complete as returns were not available. The instrument service history review revealed no additional issues of smoke and burn odor. A review of tracking and trending of the architect did not identify any trends associated with the complaint issue. Review of the alinity I/architect ia product monitoring review scorecard found no trends with regards to the current issue. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, sn isr50471 or base-gutter assy, i2sr depot was identified.

Event description:
The customer observed smoke coming out from the back of the architect i2000sr processing module from the pump bay area during a routine run. The customer mentioned there was a burnt smell; however, no fire alarm was triggered. The customer turned off the instrument and when checking the pump bay area there was no evidence of fire. The instrument powered on normally and daily maintenance was performed without any issues. The customer reported as a precaution, a new pump was ordered. Additionally, the customer reported they found a leaking crack in the gutter above the pump bay. The vacuum vessel was replaced, the crack was fixed, and the instrument is back to routine use. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.